Event description:
A 3.0 mm diameter x 20 mm length sprinter otw dilatation balloon catheter was inserted into a patient for the treatment of a mid lad lesion. The lesion morphology was reported as non-tortuous and moderately calcified. It was reported that the sprinter dilatation balloon catheter was advanced to the intended lesion site; upon the second inflation the balloon burst at 10 atmospheres. The device was successfully removed. A stent was used to complete the case. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Conclusions: moderately calcified.